Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had trouble all day yesterday, (B)(6) 2017 and today; they felt like they had to go every half hour and noted ¿it comes out little bit by little bit and is stuck in them.¿ they stated that usually if they sat down at any time for a half hour to an hour, ¿it was sitting there.¿ it was noted that (B)(6) 2017 had been awful and they had been to the bathroom every hour. The patient stated that they had met with the manufacturer representative (rep) for therapy optimization, and the rep had changed them to a new program. Troubleshooting was not possible, due to lack of access to product, but the patient wanted to increase their stimulation. It was recommended that they follow up with their healthcare provider if their symptoms did not resolve after adjusting their stimulation. No further patient complications are anticipated or expected as a result of this event.